Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a dented connecting tube, peeled coating on the connecting tube, a wrinkled connecting tube and universal cord, peeled paint on the suction cylinder, a cut switch one, a white clouded area on the adhesive of the bending section cover, a cracked bending section cover, a chipped adhesive on the bending section cover, a discolored control unit, the water removal ability did not meet the standard value due to the clogged nozzle, the play of the upward/downward angulation control knob and the bending angle in the up direction did not meet the standard value due to the wear of angle wire, and the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. The following components were found scratched: connecting tube, objective lens, plug unit, universal cord, switch box, and the protector of the universal cord on the suction connector side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's insertion section had a bent tube angle. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle, objective lens, light guide lens, and plastic distal end cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.